Event description:
The hcp reported the pt was experiencing overdose symptoms. Overinfusion of the pump was suspected as no residual volume was left in the pump. A pump test was performed, 20cc of sterile water was injected through the central port. After 3 days, zero cc was left in the reservoir. "The central port seems also damaged because of needles punctures that could lead to a leak at the puncture site." A catheter study showed no leakage. The pump was explanted. The pt outcome was reported as good. A follow up report will be sent when add'l info is received.